Event description:
It was reported that during a shoulder arthroscopy the surgeon observed a small chip of loose green plastic that came from the cannula in the surgical field. The surgeon was able to retrieve the piece and remove. Another cannula was used. There was no patient injury.

Manufacturer narrative:
The expiration date is either 09/2013 or 10/2013. Final device investigation found that the tip of the cannula showed some cracks and damage, and the distal end was uneven and chipped. There were some scratches below the distal tip which would be consistent with devices other than the obturator being inserted into the cannula. A small chip of plastic was returned with the device. The obturator that was returned did not belong to this manufacturer. As each cannula is examined for cracks, gouges, cuts and tears prior to being distributed, no conclusion could be drawn as to what may have caused the reported event. The device manufacture date was either 09/2012 or 10/2012.